Event description:
It was reported that the actual residual volume (arv) of 4 was less than the expected residual volume (erv) of 7.2. It was indicated there was difficulty filling or aspirating the reservoir. Per hcp she can only fill with 31 ml; she could not aspirate any drug. Hcp believed she was in the reservoir; the bellows look normal on x-ray and seem to be filled. The hcp tried a new kit and attempted to aspirate the 31ml that was just put in the pump. Hcp indicated they used imaging to be certain they were in the pump. They could only get a few drops into the tubing. It was indicated that the patient had "some new pain issues, but they are not related to the pump". It was indicated that the patient had not been exposed to higher temps nor had hyperbaric treatment. The pump was delivering morphine and bupivacaine (marcaine). Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the nurse was unable to fill the pump on two occasions. The nurse was unable to completely fill the pump at the normal refill. On (B)(6) 2012 she tried again and was unable to remove any drug. It was noted that the catheter was occluded. The pump and catheter were replaced. It was noted there was no injury. The patient recovered without sequela.

Event description:
Additional information received reported the patient had a problem with a "flare-up" in a certain aira that the pump did not seem to help, but she still gets coverage for the back pain and normal pain that the pump was put in for.

Manufacturer narrative:
Catheter: model# 8709, serial#(B)(4), implanted: (B)(6) 2003, explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed a reservoir access issue due to drug residue. Testing revealed that the pump passed all infusion and top component destructive analysis. Flow testing and additional 24 hour infusion testing all passed showing that the pump was dispensing accurately. Reservoir access analysis revealed precipitate interfering with the expansion and contraction of the bellows and blocking the fluid path explaining the refilling and volume discrepancy issues that were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.